Event description:
It was reported to target that during a "va-top aw" procedure 17 gdc coils were deployed in the "an". The distal tip of the guidewire was fixed between the aw and the pca. Then the distal 12cm of the taper-14 flextip detached and remained in the "va-aw" and the left "pca" area. This event had no impact to the pt's health.